Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) emitted beep tones when an interrogation was attempted, and continued beeping afterwards. Further attempts at interrogation were unsuccessful.